Manufacturer narrative:
The customer reports that the cns (central monitoring system) functions abnormally when using the admit/discharge button on only one patient. When the admit/discharge button is pressed on that patient, the cns software exits and displays the cns software start up screen. All other patients unaffected. No patient harm reported. Customer was asked to stop monitoring that bed and re-monitor, however, they did not want to because of data loss. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) functions abnormally when using the admit/discharge button on only one patient. When the admit/discharge button is pressed on that patient, the cns software exits and displays the cns software start up screen. All other patients unaffected. No patient harm reported.

Manufacturer narrative:
The customer reports that the cns (central network station) functions abnormally when using the admit/discharge button on only one patient. When the admit/discharge button is pressed on that patient, the cns software exits and displays the cns software start up screen. The customer was asked to restart the cns but customer reports the issue is still happening. All other patients unaffected. No patient harm reported. Customer was asked to stop monitoring that bed and remonitor, however, they did not want to because of data loss. The device involved in this event has not been returned. Nihon kohden contacted the customer. The customer reports there are no cns's currently having issues. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the device is returned for evaluation or new information is obtained. Device not returned.